Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and it required maintenance. The customer attempted troubleshooting by rebooting the station and performed a power reset. The station was shut down by unplugged the power cord from the back of the unit for 2-5 minutes, then reconnected the power and turned the station back on. After restart, the customer attempted to recover the drawer, but the failure persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and it required maintenance. The customer attempted troubleshooting by rebooting the station and performed a power reset. The station was shut down by unplugged the power cord from the back of the unit for 2-5 minutes, then reconnected the power and turned the station back on. After restart, the customer attempted to recover the drawer, but the failure persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer half height drawer 3.2 was failed. A field service engineer (fse) removed the pocket from diagnostics and attempted recovery from the application, which went directly to required maintenance. Diagnostics showed the position sensor stalled at the upper position. The sensor was replaced with no success, but replacing the mother board resolved the issue. Side bumpers were checked, and one was replaced in auxiliary drawer 3.2. The system functioned as intended after the field service engineer repaired the device.